Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in had a safety mechanism that would not disengage. The following information was provided by the initial reporter: "the nurse placed an IV on a patient, got to the point of removing the needle and engaging the safety, but then could not remove the needle with safety cover from the IV hub."